Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 193, 236, 166, 162 and 202 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 05/22/2019; test strips are expired. Test strips were opened two months ago. The meter memory was reviewed for previous test result history: result 1: 193mg/dl date: (B)(6) 2019 time: 08:40am fasting; result 2: 236mg/dl date: (B)(6) 2019 time: 08:50am fasting; result 3: 166mg/dl date: (B)(6) 2019 time: 08:58am fasting; result 4: 162mg/dl date: (B)(6) 2019 time: 03:28pm fasting; result 5: 202mg/dl date: (B)(6) 2019 time: 08:26pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the products are working as intended - able to establish contact with customer and stated that the products are working fine.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the products are working as intended - able to establish contact with customer and stated that the products are working fine.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 193, 236, 166, 162 and 202 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 05/22/2019; test strips are expired. Test strips were opened two months ago. The meter memory was reviewed for previous test result history: (B)(6).